Manufacturer narrative:
The lead was not available for analysis.

Event description:
Ous MDR - after an implantation time of about 14 weeks, it was reported that the ICD shocked adequately in (B)(6) 2014 due to ventricular fibrillation. It was also reported that a scheduled follow-up was performed on (B)(6) 2014, during which the ICD could no longer be interrogated. During the explantation of the ICD on (B)(6) 2014, suspected insulation damage was observed about 2 cm behind the connector. The lead was capped and remains inside the patient. The ICD was returned to biotronik for analysis. No worsening of the patient¿s state of health was reported.